Event description:
It was reported that during a routine device replacement procedure, the right atrial lead had insulation damage noted proximal to the connector pin. The lead was repaired and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : 4092 implantable pacing lead, (B)(6) 2005; 305u225 tissue valve, (B)(6) 2011. (B)(4).